Event description:
Complaint description from customer on march 30 2025: "patient was in cardiac arrest with CPR being performed. Crew arrived, took over CPR. IV was attempted and failed. Nio was brought out, site located and when we spun the top on the nio to unlock it, it was tight to turn. Pressure placed with dominant hand, other hand stabilizing nio. Nio did not deploy, second crewmember attempted to deploy it and it did not work. Second nio was brought out and the same thing happened. Top was tight to spin and it did not deploy for either the rn or emt. Manual io was placed in this patient first attempt. CPR continued. Patient died. One of the nio that did not deploy was brought back to the station and is currently being sent back with the provided shipping label.

Manufacturer narrative:
There were two medicinal devices involved in this report. One medical device only remain in user hands, which has been requested to be returned to manufacturer site to perform an engineering investigation.